Manufacturer narrative:
The pendant was returned to hill-rom and an analysis was performed. The analysis determined the pendants showed signs of corrosion. The technician replaced the pendants with non stainless steel pendants, which is recommended for use in chlorinated environments in liko's installation instructions. The investigation is ongoing. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report indicating that during a periodic inspection of the structural components of an overhead lift system, a hill-rom technician noted ceiling support pendants installed in a chlorinated environment were corroded. The lift was located in tranas kommun in sweden. There was no patient/user injury associated with this servicing action. The report was filed in our complaint handling system as complaint #(B)(4).